Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a flashing display and unresponsive touchscreen was not confirmed. During testing, ventec did observe that the lcd backlight was intermittent. Upon visual inspection of the device's internal control board, ventec observed a cracked inductor on the computer module (som). As a result, ventec replaced the control board and then confirmed proper device operation through functional and performance testing. The investigation determined that it's reasonable to conclude that the root cause of the reported and observed issues was the computer module (som) located on the control board. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's display was flashing on and off. In this state, the touchscreen on the device would likely be unresponsive when touched. There was no patient involvement associated with the reported event.